Event description:
The customer stated that the reservoir leaked insulin when she connected it to the infusion set. The customer stated that the transfer guard on the reservoir seemed abnormal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.